Event description:
Before insertion of catheter, the balloon catheter was filled with 10ml of sterile water to make sure balloon was intact. After insertion of catheter and inflation of the balloon, the syringe was removed. Following placement of the catheter, the catheter came out of urethra and was found in the bed beside the patient's leg with the balloon deflated. The catheter tip appeared to be broken with balloon pieces remaining attached to the catheter. A new catheter was obtained and inserted without incident. Md notified and was shown the removed catheter.